Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an ellipsys catheter was used to treat the right arm ((B)(6) 2024). An unknown medtronic balloon was used to treat the central cephalic arch ((B)(6) 2024). Approximately 4 and 1 month(s) post procedures patient suffered steal syndrome (03 june 2024). Subject had severe pain and numbness on right hand. Subject had fistulogram and stent placed. Right upper extremity arteriogram with catheter placement in the radial artery. The investigator assessed the event as not related to the index device, index procedure or paclitaxel. The sponsor assessed the event as possibly related to the index procedure.

Manufacturer narrative:
Additional information: conversion was completed on 03 jun 2024, this is not considered a secondary procedure because it was not a procedure done to maintain or preserve flow of the av fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.